Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03921 / 03922).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ the following sections could not be completed with the limited information provided. Date of event - unknown. Initial reporter. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03921 / 03922).

Event description:
It was reported by a patient that they underwent total left knee arthroplasty on (B)(6) 2014. Subsequently, patient alleges experiencing allergic reaction to implant. Patient alleges nickel allergy, however there have been no blood tests to confirm. Patient has indicated future revision, however revision has not taken place to date.